Event description:
The customer reported that during a hysterectomy, the device jaws would no longer open. The device was removed from the tissue with a scalpel and a new device was employed to finish the case without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was not locked shut. The knife was inspected and revealed the webbing was not bent. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.